Manufacturer narrative:
Reporter discarded the involved product, however, provided lot information and a photograph for review. Evaluation of photograph revealed one suction oral swab with the distal end of the straw with green foam separated from the rest of the stick. The suction oral swab stick showed evidence of stress marks and straw splitting consistent with biting. This reported biting caused the stick to splinter and separate and allowed the entire foam head of the suction oral swab to disengage. Production history records for the reported lot were reviewed. All in-process quality checks indicated passing results. A labeling review of the finished good was performed. The instructions for use state, ¿do not allow patient to bite down on the oral care tool. Use a bite block if patient has altered levels of consciousness or cannot comprehend commands. Use caution with children and unresponsive individuals. Failure to follow these safety precautions may damage the device and present a choking/aspiration hazard. May not function as intended/potential risk of cross-contamination if device is reused.¿ the review of the label is adequate for the intended use of the device and did not contribute to the reported failure. The root cause could be attributed to user error related to biting and not using a bite block during use of the product. Due to the review of the photograph, review of labeling, and review of the product history and manufacturing records, there is insufficient evidence to conclude the reported issue was attributable to a quality defect or manufacturing operations. Discarded by user; photographs provided.

Event description:
Report received of a user error resulting in a suction oral swab disengagement. On an unknown date, oral care was performed by a nurse on a patient. The reporter stated during oral care the patient bit down on the suction oral swab straw and the suction oral swab straw with the green foam disengaged in the patient¿s oral cavity. The reporter stated the straw with attached foam was successfully removed from the patient's oral cavity and no injury occurred to the patient or nurse. Although the instructions for use state to use a bite block, the reporter stated a bite block was not used. On 05/15/2019, additional information received from the reporter. Reporter provided patient gender and stated the patient was intubated but able to follow commands. Reporter stated the disengaged suction oral swab straw and green foam was successfully removed from the patient's oral cavity by the nurse performing oral care. Reporter stated the reported issue occurred on initial use of the device. Although requested, no additional information provided.

Manufacturer narrative:
Manufacturer investigation is ongoing pending additional information from reporter. Photographs provided.

Event description:
Report received of a suction oral swab disengagement. On an unknown date, oral care was performed by a nurse on a patient. The reporter stated during oral care the patient bit down on the suction oral swab straw and the suction oral swab straw with the green foam disengaged in the patient¿s oral cavity. The reporter stated the foam was successfully removed from the patient's oral cavity and no injury occurred to the patient or nurse. The reporter stated a bite block was not used. Reporter is attempting to gather additional information.